Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the remaining insulin reading was showing more than the amount reported in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 06/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2016 with the following findings: a review of the black box data showed no activity outside of normal use. During testing, the pump was able to load and display a 100u cartridge within +/-2.5u correctly. The pump successfully passed the ez prime steps. A 10 unit bolus was performed and was accurately recorded in the pump¿s history. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.